Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Reportedly, customer alleged they had overfilled the cartridge and had not performed the air removal step. Tandem technical support educated the customer regarding cartridge labeling. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was in the 300 mg/dl range.